Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that episodes of non-sustained rv oversensing due to far p oversensing were observed. The patient was asymptomatic. Programming changes were recommended.